Event description:
This file is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of "stent kinked/ bent". The device was used for endoscopic placement of biliary stent. First, the pigtail was straightened with the straightener, then, the user attempted to advance the stent over the wire guide. However, he felt the resistance and it was confirmed that the pigtail became kinked. Therefore, another zebd-7-7 was used instead.

Manufacturer narrative:
510 (k) number; k851962. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Device evaluation: 1 x zebd-7-7 of lot number c1341553 was returned to cirl for an evaluation. It was in a used state and it was returned in it¿s original open packaging. Lab evaluation: 1 x zebd-7-7 of lot number c1341553 was returned to cirl for an evaluation on 6th of december 2018. In summary the following results were observed in the lab evaluation. A kink was observed at the 2nd and 5th porthole on the tapered end of the stent. A 0.035 inch wire guide stopped at kink at 2nd porthole. Complaint is confirmed as the failure of kinked stent was verified in the laboratory. Root cause (possible): a definite root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible cause of this complaint is that the kink occurred while being straightened while being passed over wire guide. A precaution included in instructions for use, ifu0045-6 states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025. As per additional information received the user used a 0.025" wire guide. Documents review: a review of the manufacturing records for the device of lot # c1341553 did not reveal any discrepancy related to the complaint issue. Prior to distribution all zimmon bilary stent set zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also the user is instructed by the instructions for use, ifu0045-6 ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ the review of relevant information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. The patient didn¿t experience any adverse as result of the device failure and based on the information provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510 (k) number; k851962. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for endoscopic placement of biliary stent. First, the pigtail was straightened with the straightener, then, the user attempted to advance the stent over the wire guide. However, he felt the resistance and it was confirmed that the pigtail became kinked. Therefore, another zebd-7-7 was used instead.